Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the universal driver is running uneven at the chuck.

Manufacturer narrative:
An event regarding an uneven running universal driver was reported. The event was confirmed. Functional analysis of the device confirmed the reported event. The device rotated unevenly. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The investigation concluded that uneven rotation of the universal driver was caused by improper alignment and welding between the power assembly and the body of the device. The root cause of the issue was due to no tolerance on the drawing to control the position of the hex feature to the fitting. The updated drawing was released on 17-dec-2012, which completely revised the weld callout.

Event description:
It was reported that the universal driver is running uneven at the chuck.